Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. The first photo shows one maxcore device in half primed position which was placed inside the seal opened device packaging. The second and third photo shows one maxcore device in half primed position which was placed over the seal opened device packaging. The three photos also show the product labelling information which verifies and matches with trackwise details. Based on the provided photo, the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire for three devices as the provided photos does not support the reported event. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure the device cannula was not fired. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.